Manufacturer narrative:
Product complaint # ==> (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, b2, d4, g2, g4, h1, h4 additional information was requested, and the following was obtained: no revision occurred, the patient had a very complex clinical picture at the time of hospitalization. A very swollen, obese and diabetic abdomen during the night, after a worsening condition, he was taken to the operating room as a matter of urgency, but with much clinical doubt. He was operated by laparoscopy of pancreatic duodenal ulcer. Unfortunately, during the anastomosis the needle fell off the thread (according to the clinician, the causes can be multiple and not necessarily related to the thread) and fell into the abdomen while trying to remove it from the trocar, they converted, but the needle was not found the patient died and relatives were sued. The clinician then had to report everything that happened during the surgery including the rupture of the thread and the loss of the needle in the abdomen unfortunately there is not much more to say. The surgeon does not believe that the intervention, the thread or the rupture of the needle could be the cause of death, but rather that the patient¿s previous condition was the cause of death corrected information: h6 health effect codes.

Event description:
It was reported that a patient underwent a procedure: perforated duodenal ulcer sutures with peritonitis on (B)(6) 2024 and suture was used. During placement of the second point, to perform raffia of perforated duodenal ulcer, the wire broke in the close proximity of the needle. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if there is a causal relationship between the suture breakage and the re-operation what was the indication for the re-operation to make the anastomosis ? Was re-operation due to the intra-op suture breakage ? Was there any post-op issue with the suture used ? Date of re-operation? Did suture cause the original perforated duodenal ulcer? If yes, was it ethicon suture? Provide more details. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Related medwatch reports: 2210968-2024-03941.